Event description:
Procedure type: unk. According to the reporter: the sulu would not clamp after it was loaded onto the stapler. Due to a lack of back up dlus the surgeon had to change a different set of instruments thus causing the surgery time to be extended more than 30 minutes.

Manufacturer narrative:
(B)(4).